Event description:
Healthcare professional reported that immediately after injection with two syringes of "juvederm voluma" in the lips, the patient experienced swelling which has since resolved. One month later, the patient presented with greater that ten nodules at the upper and lower lips. Healthcare professional also stated the filler is "moving to the surface of the skin, outside of the lips" which caused "slight white discoloration" at the upper left lip. Patient was treated with hylenex. Healthcare professional stated that they believe the adverse events are due to the "product being injected into the lips and the way it was injected, and not the cheeks like the product is indicated for." Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, nodules, discoloration, "filler is moving" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.